Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency services event and hypoglycemia. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. Data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports they sought medical attention because their controller was not functioning. This prevented a pod being in use. Medical attention was required due to symptoms of incoherence. Emergency services were called, and the ambulance remained on-site for approximately one hour. The diagnosis at the time was "low sugar" with blood glucose level was of 37 mg/dl. The specific treatment provided by medical professionals is unknown as this information could not be retrieved despite three good-faith attempts. A supplemental report will be submitted if additional information becomes available.